Manufacturer narrative:
An event of mitral valve insufficiency, renal failure, heart failure, and death was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported mitral valve insufficiency could not be conclusively determined. The cause of the reported multi organ failure, heart failure, and death could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as reoperation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27 mm epic valve was chosen for replacing the mitral valve. During the surgery, a 27 mm valve measuring device was used to measure the size of the tissue valve ring, and it was found to be appropriate. There was no need to measure the specific data through other methods. After the valve implantation surgery was completed, ultrasound examination revealed significant backflow in the valve. Therefore, a second surgery was performed by reopening the chest in the middle. During the second thoracotomy, it was found that the external stent of the biological valve did not fit closely with the human physiological valve ring. As a result, the operation was prolonged, and the patient experienced acute renal failure, acute liver failure, and acute heart failure after the surgery. On (B)(6) 2025, the patient died due to multiple organ failure.

Event description:
It was reported that on (B)(6) 2025, a 27mm epic valve was chosen for replacing the mitral valve. After the valve implantation surgery was completed, ultrasound examination revealed significant backflow in the valve. Therefore, a second surgery was performed by reopening the chest in the middle. As a result, the operation was prolonged, and the patient experienced acute renal failure, acute liver failure, and acute heart failure after the surgery. The patient died due to multiple organ failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.